Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when patient received new implant, no one programmed the implant, and said that the therapy wasn't even turned on for the first three weeks. Patient said that they tried to contact the medtronic representative, however never received a call back. Patient said that an appointment was finally scheduled at hcp office and patient was programmed. Patient said that, about a week ago, said that the therapy wasn't working right said that during the adjustment patient only felt stimulation at the ins site otherwise didn't feel stimulation. Patient said during the daytime patient makes it to the bathroom on time most of the time however is still wetting the bed at night. Patient also mentioned that every time they void they have to wipe as they are constantly pooping and feels a lot of pressure in their rectum. Patient said that they pass gas all the time now and feels zapping in the rectum as well. Patient said that with their first implant that they felt stimulation in the vaginal/rectum area. When reviewed, it was discovered that the lead with the new implanted system was placed on the right side whereas on the first implant the lead was on the left side. Patient confirmed said that surgeon told patient that when they tested the left side they received no signal so they implanted the lead on the right side. Agent reviewed therapy information and general programming guidance. Patient's husband connected to implant and tried some different programs and selected a program in which patient said they started to feel stimulation in the vaginal area. Patient confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.